Event description:
Patient with recent dx of lymphoma had 8 fr port placed at osh thru the subclavian artery and into the ascending aorta to the level of the aortic valve. Transferred after having stroke-like symptoms and cta showed port misplaced. Started on heparin and taken to operating room for removal of port. Initially, left common femoral artery access was gained. Her port incision was opened - followed by use of an angioseal closure device. Repeat imaging demonstrated flow but had poor visualization. There was a good signal at the sca and thus the wound was closed and left cfa access closed with an angioseal closure device. Once drapes were taken down, signals in her arm were checked and finding poor signals, the decision was made to reimage her subclavian artery. Access of her right cfa was gained with u/s, followed by angiography of her left sca with what appeared to be short segment occlusion of her subclavian artery - no evidence of extravasation. A covered stent was placed across this area with repeat imaging demonstrating good placement. Angiography of the left groin (first access) was performed demonstrating good flow with no evidence of extravasation. Her right cfa was then closed with an angio-seal. She had good signals in all extremities distally. After checking pulses, she went into pea. Chest compressions and acls was initiated. There was no evidence of hematoma at the incision site or bilateral groin sites. A left chest tube was placed to evaluate for hemothorax, there was no return of blood in the tube. A tee was also performed demonstrating no evidence of effusion or motion. Abg's performed came back with low hemoglobins but unable to find source of bleeding. Autopsy revealed large amount of liquid blood and partially-formed clot in retroperitoneum (left > right) that dissected between the rectus muscle and peritoneum anteriorly. Also left access closure device did not deploy completely. Unclear at this time if closure device's failure to deploy completely was cause of bleeding or contributed to patient's death.